Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step for low oxygen flow during testing. The evaluation found that the grey removeable foam was not correctly installed. Reinstalled foam correctly. Additionally, device failed testing for nurse call on. Could not confirm failed test, ran trouble shooting test on device. Nurse call operates as it should. The device passed all testing.